Event description:
Surgeon was using disposable trocar for a laparoscopic cholecystectomy. Trocar noted to have lost seal and co2 was leaking from abdomen. Valve noted at end of trocar retained in patient. Surgeon retrieved.